Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the surgeon was attempting to use the ratcheting handle with quick coupling to remove and replace the unknown compression screw while the ratchet handle would no longer ratchet. Surgeon requested a second pelvic instrument tray for the second ratchet handle with quick coupling which would also no longer ratchet. Surgeon then proceeded to use a small handle quick coupling screwdriver with the power shaft to remove and insert screws. Procedure was successfully completed with five(5) minutes surgical delay. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) ratcheting handle with quick coupling. This is report 1 of 2 for complaint (B)(4).